Event description:
A complaint was received regarding a plum a+ wireless pump new spanish 110v that experienced over infusion during patient use resulting in hyperglycemia. The report indicates that a male neonatal patient, with initials (B)(6), weighing 800g and less than one week old (5-7 days), was administered the prescribed 50% dextrose, 500 cc at 0.6 cc/hour, with evidence that the infusion was possibly programmed for 6 cc/hour. Upon reviewing the date and time, a delay of only 16 minutes was observed. In contrast, there was no clarity regarding the exact moment when the programming was altered, as the possible programming failure was detected on (B)(6) 2024. However, according to the report, it is possible that the alteration occurred on (B)(6) 2024. Therefore, the customer requested support in verifying the schedules for (B)(6) 2024, in order to confirm whether the programming was altered, and if so, to identify the exact time and date when this occurred. The product is available for evaluation. The event occurred in neonatal unit, during patient use. Additional information: the patient suffered harm, presenting severe hyperglycemia. It was also reported that the therapy was not continued with another pump, as it would not have been possible to administer more dextrose to the patient, therefore, other clinical measures were taken. The pump was isolated since the day of the event, it was only removed to review the exact date and time of the event.

Manufacturer narrative:
Note investigation summary: visual inspection: label inspection - pass ac power cord inspection, ac cord retainer inspection: pass front case and rear case: pass cassette door: pass door lever: pass door roller inspection and test: pass fluid shield inspection: pass distal pressure sensor inspection: pass proximal pressure sensor inspection: pass rubber foots inspection: foots missing. Pole clamp inspection and test: pass keypad inspection: pass display and indicators inspection: pass keypad lockout switch inspection: pass the visual inspection was performed and the device was found without foots but this is not relevant to the investigation, however they must be installed in the repair process. Device date and local date: device date and time: (B)(6) 2025 11:26 local date and time: (B)(6) 2025 11:43 the device was found with the correct date but the time was 17 minutes less. Interpretation of the event history: the event history was downloaded from the device and a search was made for programming similar to that reported by the customer. It was found that on november 27 at 17:32 (pump time) an infusion start was performed with the following programming: channel: a volume to be infused (vtbi): 500 ml infusion rate: 6 ml/hr duration: 83 hours 20 minutes. (See event no. (B)(6)) on (B)(6) 2024 at 8:55 this infusion generated a proximal air alarm n230 (see event no. (B)(6)) at 8:58 the infusion was reestablished and stopped for only 3 minutes (see event no. (B)(6)). At 12:21 it was stopped by the user to purge the line (see event (B)(6)). The value of the infusion rate was modified by the user from 6 ml/hr to 5 ml/hr (see event (B)(6)). Up to this point the device infused a volume of 113 ml in 18 hours and 59 minutes, leaving 387 ml of the programmed 500 ml pending. At 15:27 the user open the door generating the open-door alarm n250 and turns off the device. (See event num. (B)(6)) with the infusion rate of 5 ml/hr the device infused a volume of 15.5 ml for 3 hours 6 minutes. Of the 500 ml programmed at the start, the device infused 128.5 ml from (B)(6) 2024 at 17:32 to (B)(6) at 15:27 with a duration of 21 hours 55 minutes. On november 30th at 16:06 the device is turned on by the user and at 16:11 an infusion is found with the following programming: channel: a volume to be infused (vbti): 50 ml infusion rate: 0.3 ml/hr duration: 166 hours 40 minutes. (See event no. (B)(6)) on (B)(6) at 00:38 the device generates a proximal air alarm n232 (see event no. (B)(6)), the user silence the device and then purges the line (see events no. (B)(6)). At 00:40 the infusion is restarted without modification or change of the infusion values, see events no. (B)(6)). On (B)(6) 2024, the device did not generate any event records of alarms or modifications in the infusion since on that day it infused constantly without interruptions at an infusion rate of 0.3 ml/hr. This is the only thing that was recorded in the event history on (B)(6). On (B)(6) 2024 at 16:21, the device generates a distal air alarm n234. At 16:22, it is turned off by the user. (See events no. (B)(6)). However, the device is instantly turned on and at 16:23, the infusion continues without modifications (see event no. (B)(6)). At 17:46, the device generates error ¿e346 distal pressure sensor failure 2¿ (see event no. (B)(6)). The user turn off the device (see event no. (B)(6)). Up to this point, the device has delivered a volume of 29.2 ml of the programmed 50 ml over a period of 4 days, 1 hour and 35 minutes (97 hours, 35 minutes), leaving 20.8 ml pending delivery. At 17:47, the user turns on the device, enter the new patient option, deleting the data from the previous infusion (see event no. (B)(6)) and at 18:01, programs and starts the following infusion: channel: a volume to be infused (vai): 20 ml infusion rate: 0.3 ml/hr duration: 66 hours, 40 minutes. (See event no. (B)(6)) on (B)(6) 2024 at 11:33 the infusion is stopped. Up to this point the infusion worked for 17 hours 32 minutes infusing 5.2 ml of the 20 ml (see event no. (B)(6)). Afterwards the device is turned off by the user. (See event no. (B)(6)). Until (B)(6) the device is turned on by the user, but this date is outside of those reported by the customer. It is evident that the device stored events of several infusions with 0.3 ml/hr, 2 ml/hr, 9.5 ml/hr, 0.6 ml/hr and 0.5 ml/hr of infusion rate, until (B)(6) 2025, this shows that the device was used after the dates mentioned by the user and was not removed from service. Analysis, summary and conclusions of the event history: the customer reports that the infusion rate of 0.6 ml/hr was possibly programmed to 6 ml/hr by mistake. On (B)(6) a programming with a rate of 6 ml/hr to infuse 500 ml was found. The user modified this infusion rate to 5 ml/hr, (rate higher than 0.6 ml/hr). This programming was the only one found from (B)(6) with the infusion rate reported by the customer of 6ml/hr, going to 5ml/hr and infusing 128.5ml in a time of 22 hours 5 minutes. The customer requests support to verify events on (B)(6), 2024. The dates were reviewed, but no modifications related to the infusion involved in the event were found. The event analysis spanned from (B)(6) 2024 to include the client-reported dates of (B)(6) 2024. Customer protocol testing a customer protocol is performed with the same rate indicated as correct according to the customer report: start of infusion: date: (B)(6) 2025 time: 9:40 channel: a volume to be infused (vtbi): 14.4 ml infusion rate: 0.6 ml/hr duration: 24 hours end of infusion: date: (B)(6) 2025 end time: 9:38 total volume infused (vi): 14.6 ml total infusion time: 23 hours 58 minutes customer protocol test conclusion the device was programmed on channel a to deliver a volume of 14.4 ml in 24 hours, at a flow rate of 0.6 ml/hr, resulting in 14.6 ml delivered in 23 hours 58 minutes. 14.4 ml *5% = (+/- 0.72 ml) with a tolerance of +/- 5%. The delivery value was found to be within the allowed range. The delivery error margin was + 0.2 ml. Customer protocol tests determined that the device worked for 24 hours without interruption and the infusion was completed without over-delivery or alterations in the values. Delivering as programmed. It can be concluded that during the customer protocol and product verification tests, the device infused correctly without over-delivery, did not generate technical faults or alarms, or overprogramming produced by itself. Probable cause: if the infusion found on november 27 at 17:32 corresponds to the event, it is likely that it was a user error programming a rate of 6 ml/hr and not 0.6 ml/hr.